Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The extrusion of the left-sided device was reported. Reportedly, the patient had been itching and picking at his incision which resulted in staph infection in the incision and the electrode lead eroding through the skin. The device was explanted on (B)(6) 2024. It is planned to reimplant the user.

Event description:
The extrusion of the device was reported. Reportedly, the patient had been itching and picking at his incision which resulted in staphylococcus infection in the incision and the electrode lead eroding through the skin. The surgeon treated the infection with oral antibiotics and was hopeful the infection was gone. He cultured the incision spot a few days prior to the revision surgery and the culture came back positive. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.